Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of service history, and a review of product labeling. The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and replaced the total bilirubin reagent and multiple parts, however, a definitive part was not identified as the likely cause of the issue; therefore, the architect processing module, sn (B)(6) was considered the likely cause of the discrepant result. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. A review of the instrument service history revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Tracking and trending for the architect c8000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed total bilirubin results and qc running out-of-range low on the architect c8000 processing module. The initial patient result was <0.1 mg/dl, repeated on another abbott analyzer and the result was 1.0 mg/dl. No impact to patient management was reported.